Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient has been experiencing severe abdominal pain since he was implanted on (B)(6) 2016. The patent underwent surgical intervention on (B)(6) 2016 where the lead was repositioned. Follow up information identified the abdominal pain continues and has worsened. The pain is present with stimulation turned off. The patient was admitted to the hospital on (B)(6) 2016 and diagnosed with costochondritis. The patient was discharged from the hospital and is doing well. The patient is receiving effective stimulation.